Event description:
The customer contacted physio-control to report that the display on their device would flicker when attempting to download information from their device into their electronic patient care reporting (epcr) software. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that the device would intermittently reset with the word service across the display.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio observed that when the device's modem pc card was manipulated that the device would reset itself and the word service would flash on the display. Physio then replaced the modem pc card and the modem flex cable assembly. After making other unrelated repairs and observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio determined that the cause of the reported failure was the modem pc card. The removed modem flex cable assembly was an ancillary replaced part and there was no failure of this cable.